Manufacturer narrative:
Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for the escalating surgical intervention (hysterectomy) to preclude permanent body damage/impairment. The reported placenta previa with accreta may provide a more plausible alternative explanation for the uncontrolled abnormal post-partum bleeding. Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada.", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." And "the safety and effectiveness of the use of jada in patients with placenta accreta have not been evaluated." However, out of an abundance of caution, the company will report this case as a serious injury MDR.

Event description:
In response to the question on the (B)(6) study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." The patient was treated with a hysterectomy after jada treatment was initiated. The subject of this report is a (B)(6) woman, g5p2, race reported as white. She has no prior history of abnormal postpartum uterine bleeding or hemorrhage reported with prior pregnancies. Her medical history for the pregnancy in this case was significant for chronic anemia, chronic hypertension, and placenta previa. She presented for a scheduled cesarean section (c-section) delivery of one infant at 36.1 weeks. She received oxytocin for (1) one hour after deliver of the placenta. On admission, her height was noted as 162.6 cm, weight (B)(6), bmi 36.06, and hemoglobin (hgb) 9.4 g/dl. Her hgb at discharge was noted at 7.8 g/dl. She received epidural and spinal anesthesia for delivery, the infant weighed 2422 grams. The subject was noted to have pph related to uterine atony, placenta previa and placenta accreta after delivery. The crf noted "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, the patient received five units of red blood cells, misoprostol and one dose of methergine. The patient's cumulative estimated blood loss at the time of jada insertion was reported as 2000 ml, which is severe pph. Jada was noted to be inserted on (B)(6) 2021, in the labor and delivery unit (l&d), 6.27 hours after placenta delivery and the in-dwelling time of jada was noted as 3.07 hours. The total amount of blood collected in the jada canister was noted as 1000 ml. After jada treatment the patient received one unit of platelets, tow units of fresh frozen plasma, and a hysterectomy. Total blood loss for the event was reported 4000 ml. There is no other information available for this case. To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". Lot number is not available for this event. A request was sent to this site for lot number, the response to this request was that this site does document jada lot numbers. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event.